Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent a total debranching thoracic endovascular aortic repair for thoracic aneurysm using two conformable gore® tag® thoracic endoprosthesis. Tgu343415j was placed distally and tgu404020j was placed proximally. The procedure was completed without reported issues. In the evening of the procedure, it was confirmed that the patient had developed cerebral infarction and multiple paralysis. Reportedly, no treatment had been performed. The patient is being monitored. It was reported that the cerebral infarction and the paralysis might be caused by guidewire and/or delivery catheter manipulation in the aortic arch, or clamping of left common carotid artery. Reportedly, the exact cause of the cerebral infarction is unknown. The patient information such as weight, date of birth, pre-existing conditions, and medications were asked by the clinical specialist, but was not available.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that these lot/serial numbers met all pre-release specifications. Addition h6: code 22-according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: cerebrovascular accident, and paraplegia. Addition gore was unable to determine which of the implanted devices was involved in the event. According to md174141, section 5.17.3. When unable to determine which device/device component is involved in the reportable event, and the devices are of the same device family one device will be reported and the other devices will be referenced in the report. Additional devices implanted and/or related to this event: tgu404020j/ 17190057 UDI (B)(4)

Manufacturer narrative:
Addition g5.